Event description:
During a pci procedure, the quantum maverick monorail ptca catheter balloon ruptured at 10 atms on the initial inflation. The lesion being treated was a 90% stenotic lesion in the mid right coronary artery (rca). The quantum maverick monorail ptca catheter balloon was being used to post-dilate a cypher stent. All other concomitant using products were unknown. The procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is reported as 'good'.